Manufacturer narrative:
(B)(4). Return of the device for investigation was requested, however, to date it has not bee received. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Complaint trends will continue to be monitored.

Event description:
During power on self test (post) the n560 display was missing segments. There was no patient involved.

Manufacturer narrative:
(B)(4). The failure was not dupicate at service center. Unit functioned as intended with all segments present. The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.